Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to implantable pulse generator (ipg) not charging properly. The patient underwent a procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well with good coverage postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.